Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2020-10-19. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-11-12 from bd's investigation that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the attached needle hub separated from the bd safetyglide¿ insulin syringe. The following information was provided by the initial reporter: "distorted barrel". "During the course of investigation, additional issues (barrel tip bent, hub separates) were observed on the sample returned by the customer."